Event description:
The physician indicated that the patient has not had increased seizures since having vns. The physician also indicated that the patient experienced breakthrough convulsions which lead to hospitalization when the vns approached end of service. The physician attributes the increased severity of seizures when the vns was at eos. It was reported that the patient usually experiences simple partial, auras, and complex partial. Now the patient experiences generalized tonic-clonic. The patient underwent generator replacement surgery on (B)(6) 2013. An implant card was received which indicated the lead impedance was ok. The generator has not been received for analysis.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has experienced breakthrough seizures and that they are due to the generator being at end of life. The patient was referred to surgery for generator replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician stated that the patient was hospitalized on (B)(6) 2013 due to breakthrough convulsions.

Event description:
The generator was returned on (B)(6) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the pulsedisabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.036 volts, indicating an neos condition. However, during a diagnostic test attempt, the voltage dropped less than 2.0 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor, c4, (v cpu) value is likely associated with component aging. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event, corrected data: the initial report indicated that the patient was hospitalized in (B)(6) 2013 however, the hospitalization occurred on (B)(6) 2013. The information has been corrected on this report.